Manufacturer narrative:
No report of patient involvement. Date of device manufacture is unknown at time of submission. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service technician performed a checkout of the equipment, and the reported complaint was confirmed. Calibration of flow sensor, zero sensor, pressure, o2 sensor, peer rrm and volume has been performed. The unit was returned to service.

Event description:
The hospital reported that, during a preoperative checkout, the unit did not pass the operator verification test. A ge healthcare service technician noted that mechanical ventilation was lost. There is no patient involvement.